Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Describe event or problem corrected stent size from 3.5x32 to 3.0x32. Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Strut rows toward the middle of the stent were raised. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Mandrel resistance was encountered due to the presence of solidified blood within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
(B)(6) clinical study it was reported that during a coronary artery stenting treatment procedure stent damage occurred. The target lesion was located in the 1st obtuse marginal with 90% stenosis, a length of 14 mm, and a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and an attempt to place a 3.5 x 32 mm study stent, however there was stent damage prior to deployment and the stent could not cross the lesion. The stent was then discarded. A 3.0 x 32 mm study stent was eventually implanted followed by post-dilatation with 0% residual stenosis. No injury was reported due to the event. The patient was discharged the next day on aspirin and other antiplatelet therapy. This product is only ous approved but it is similar to an approved us device for malfunctions on similar to devices.

Event description:
It was further reported that the target lesion was treated with an attempt to place a 3 x 32 mm study stent not a 3.5x32 mm stent as initially reported.